Event description:
It was reported that the customer's insulin pump alarmed motor error during the prime delivery. Troubleshooting was performed. The customer stated that the device was not exposed to a high magnetic field. Assisted the caller to run a manual prime, but the insulin pump alarmed motor error again. Instructed the customer to install a new infusion set and reservoir to perform the displacement test, but the test failed. Advised the caller that the insulin pump would be replaced and revert to back up plan. No further information was provided.

Manufacturer narrative:
The insulin pump passed displacement test, rewind and basic occlusion test. The insulin pump received stuck in motor error alarm loop during bolus delivery. Motor was tested outside the device and passed. Motor may have had an intermittent failure not detected during our testing.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.